Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 alarm (air in set) and se 2367 while on home choice (hc) device during use fill. The home patient (hp) stated the he saw fluid on the floor and the bags were empty. The hp stated that the bags were empty and there was solution in the final bag . The hp did not know the source of the leak. The baxter technical representative (tsr) assisted the hp to cycle power and referred the hp to registered nurse (rn). The hp had already cycled power once. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint of reported system error 2240 (air in set) due to leak was confirmed. The cause was undetermined due to the sample not being returned.